Event description:
It was reported by the independent repair center that there were no alarms and the key malfunction is that the power switch alarm does not function. No patient injury alleged, no additional information provided.